Event description:
It was reported that during procedure the crown of the 1.25 micro stealth 360 peripheral orbital atherectomy device (oad) advanced through the right common femoral artery (cfa) access became stuck in the left heavily calcified, tortuous, 90% stenosed pedal arch. The vessel diameter was 2mm. The physician believed the oad became stuck because they were pushing the limits of the oad and felt the vessel size and amount of calcium was too narrow to retract the oad after crossing it the first time. The physician called the sales rep for assistance. Attempts to remove the crown including buddy wires, balloons and pulling on the oad were unsuccessful. The patient was taken to operating room for surgical removal of the oad. After removal there was no tissue/plaque observed on the oad but it was severely damaged. The patient was discharged within 3 days of the procedure. Five days after the procedure the sales rep indicated the patient was doing great; podiatry was called in to debride the wound and the blood flow was better than before.

Manufacturer narrative:
Additional information: h6, h11. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported entrapment of device, break, device embedded in tissue or plaque, surgical intervention, hospitalization, delay to treatment, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported entrapment of device, break, device embedded in tissue or plaque, surgical intervention, hospitalization, delay to treatment, and unexpected medical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that during procedure the crown of the 1.25 micro stealth 360 peripheral orbital atherectomy device (oad) advanced through the right common femoral artery (cfa) access became stuck in the left heavily calcified, tortuous, 90% stenosed pedal arch. The vessel diameter was 2mm. The physician believed the oad became stuck because the vessel size and amount of calcium was too narrow to retract the oad after crossing it the first time. Attempts to remove the crown including buddy wires, balloons and pulling on the oad were unsuccessful. The patient was taken to operating room for surgical removal of the oad. After removal there was no tissue/plaque observed on the oad but it was severely damaged. The patient was discharged within 3 days of the procedure. Five days after the procedure the patient was doing great; podiatry was called in to debride the wound and the blood flow was better than before.